Event description:
It was reported that the inserter would not hold the rod or trocar. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage used to verify proper retention; mmc condition properly retained; lmc condition not properly retained. Rod inserter also inspected for 0.5 max gap dimension and found to be outside of print specification. The above observations are consistent with anticipated wear of instrument, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.